Manufacturer narrative:
P-cap locked properly during testing. Unit powered on normally after battery installation. No display anomalies noted. Pump passed self-test and displacement test. No stuck button error alarms noted during testing. All buttons function properly while navigating through the menus. Unit successfully downloaded to thump. No relevant alarms were noted in pump download history on or near event date. Unit was cut open to visually inspect the electronic board and connectors. No moisture or anomalies noted on electronic stack, keypad traces or motor assembly.unit received with pillowing keypad overlay. Customer concerns were not confirmed due to pump powering up properly upon battery installation and all buttons functioning properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump was not doing, the random high blood glucose, the pump screen flashes a white screen, and the buttons does not respond right away. The customer reported no adverse event. The event involved products mmt-441a, mmt-342, and mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-441a. No product return is required for mmt-342. Product return was requested for mmt-1884l, and the customer response was the device will be returned.